Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #129856-2010-00410 for the first event and MDR #1219856-2010-00411 for the second event involving the same patient. It was reported that while in the cath lab the third intra-aortic balloon (iab) was prepped. The md "tried to activate the hydrophilic coating, turn the catheter clockwise, pull vacuum." However, the insertion of the third iab through the existing sheath was not possible. The membrane was unwrapping on proximal side and the iab stuck in the sheath. The iab and sheath were removed as one unit. At this time the md used a 10 fr terumo sheath and the a 4th iab was prepped and successfully inserted into this patient. There was no reported patient death or injury. There was no medical or surgical intervention required. There were no reported patient complications. Iab therapy was delayed/interrupted for the length of time it took to insert an iab into the patient and began the intra-aortic balloon pump (iabp) therapy. The delayed timeframe is listed as not available. The patient's outcome is "ok". The pump used for this patient is the iap-0500d (B)(4).